Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 37.6-37.9cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 8.3-11.3cm and 11.9-14.2cm from the distal tip. Internal insulation abrasion was noted at 31.3-32.3cm from the distal tip. Insulation damage was noted at 32.2-33.9cm from the distal tip consistent with clavicle crush damage. The etfe coating was intact at these locations.

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced. Patient was fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.